Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings", "sensor error" or "brief sensor issue had occurred. The sensor was inserted into the arm on (B)(6)2025. On the same (B)(6)2025, it was reported that the patient experienced a sensor error which occurred 7 days after the sensor had been inserted in the arm. The patient experienced hypoglycemia, he almost fell over, his wife noticed and treated him with baqsimi 3 mg glucagon spray. At some point the bg reading was 26 mg/dl. At the time of the report the patient was very good. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, data was further investigated. A review of performance data shows that the patient's low alert was set to 70 mg/dl with the audio set to sound, his urgent low alert is fixed at 55 mg/dl and was also set to sound, and his no readings alert was enabled and was also set to sound. At 8:31 pm on (B)(6) 2025, the patient entered a period of brief sensor issue. The last estimated glucose value the patient received prior to the onset of the brief sensor issue was a reading of 133 mg/dl at 8:26 pm. At 8:51 pm, the system delivered a no readings alert at partial volume. This alert was acknowledged immediately. The patient's readings returned at 9:06 pm, and the system delivered an urgent low alert at partial volume with an egv of 49 mg/dl. At 9:11 pm, the system delivered a second urgent low alert, this time at half volume, with an estimated glucose value (egv) of 44 mg/dl. Neither of these alerts were acknowledged. The patient's cgm then entered a second period of brief sensor issue starting at 9:16 pm. At 9:36 pm, the system delivered a no readings alert at partial volume; this alert was acknowledged immediately. The patient's readings returned at 9:56 pm, and the system delivered an urgent low alert at partial volume with an egv of low (less than 40 mg/dl). The patient experienced signal loss for the next five minutes, and then the system delivered another urgent low alert, this time at full volume, at 10:06 pm with an egv of low (less than 40 mg/dl). This alert was acknowledged two minutes later. The patient experienced brief sensor issue again for the next five minutes, and then his readings returned at 10:16 pm with an egv of 69 mg/dl; the system delivered a low alert at partial volume. The patient's egvs crossed back into target range with the next egv (88 mg/dl) and continued to rise thereafter. The allegation of brief sensor issue was confirmed, though it did not last for the duration alleged by the patient. The probable cause was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental MDR, the product was evaluated on 07/09/2025. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and no readings/ sensor error/ brief sensor issue was not found within the investigation window however a related failure was found. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "the allegation of brief sensor issue was confirmed, though it did not last for the duration alleged by the patient. The probable cause was determined to be sensor noise." H2 correction.

Event description:
A period of brief sensor issue was observed, though it did not last for the duration alleged by the patient. The probable cause of the hypoglycemic event could not be determined.